Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker detected low out-of-range pacing impedance measurements, increased threshold measurements and oversensed noise during a pre-radiology check. The patient is not pacemaker dependent. The device was reprogrammed and remains in service. No adverse patient effects were reported.